Event description:
Additional information later received reported that the cause of the catheter kink was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n394358001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (1000 mcg/ml at 660.6 mcg/day) and dilaudid (2.0 mg/ml at 1.3211 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that during two consecutive pump refills, under-infusions were noted. The patient had been scheduled for a catheter revision and a kink was noted during surgery. The event was noted to be related to the catheter. The severity of the event was noted as mild. The action taken included a surgical intervention in which the catheter was spliced on (B)(6) 2015. A 6.6 ml reservoir volume discrepancy of under-infusion was noted at device interrogation on (B)(6) 2015. An 11.3 ml reservoir volume discrepancy of under-infusion was noted at device interrogation on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. The cause of the catheter kink was requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.